Manufacturer narrative:
Pharmacovigilance comment: the serious event of necrosis and the non-serious events of discoloration, pain and potential cutaneous nerve damage were considered expected and possibly related to the treatment. Potential contributory factors include injection technique and underlying bony cyst disorder. Serious criteria include the need for multiple medical interventions. The case meets the criteria for expedited reporting to the regulatory authorities. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to (B)(4) quality management system. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-jun-2019 by a physician which refers to a male aged (B)(6). The patient's medical history included significant tibial cysts/bony cysts. On (B)(6) 2019, the patient received treatment with unknown durolane (lot 16666) to knee joint with unknown needle and using image guidance. He was injected superior laterally while in a lying position. The patient started experiencing excruciating pain(injection site pain) almost immediately as he was driving home from having the procedure. He felt the pain arterial medially, near proximal tibial - opposite to the injection site. Patient developed a mottled, red/purple skin abnormality(injection site discolouration) that has progressed to cover a 5x3 inch area at the knee with ongoing pain. Suspected necrosis(injection site necrosis). The patient has a history of significant tibial cysts and a recent MRI post durolane injection showed that one of the cysts looks to be leaking into the soft tissue anteriorly. The reporting physician theorized the durolane went into the patient's joint, and leaked out thru a bony cyst into the soft tissue causing a localized reaction when mixed with the durolane. The physician also stated: "obviously this doesn't happen all the time because plenty of these injections are placed in soft tissue inadvertently with injections and we never see this reaction." Possible nerve damage in the skin(injection site nerve damage) can be what causes pain. Treatment has included daily hyperbaric treatment, nitroglycerin [glyceryl trinitrate], topical treatments (are treating like a chemical burn). The patient has been seen by dermatology and vascular specialists as an outpatient. At one point skin graft was considered, but that has been ruled out at this point due to signs of improvement. Outcome at the time of the report: suspected necrosis was not recovered/not resolved. Excruciating pain was not recovered/not resolved. Mottled, red/purple skin abnormality was not recovered/not resolved. Possible nerve damage in the skin was not recovered/not resolved.